Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrodes wear with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. The device was returned with a bent shaft and an additional tube attached to the suction line; there are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned wand was activated in saline solution on ablate- and coag mode and creates low plasma on all three of the electrodes as intended. The suction line was tested and was clogged by dried part of tissue; a back flush could thoroughly clean the line and the suction performed as intended; the complaint was verified but the root cause could not be determined with certainty. Factors of the reported incident includes: rate of ablation, power settings, prolonged use against dense or bony surfaces, suction rate and fluid management and degree of contamination at distal end/electrodes. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, a delay of more than 30 minutes was caused due to the cutter head could not effectively cut and ablate normally. Out of the box failure. The blockage of the cutter head was serious and the equipment was checked, no abnormality was found. After the tonsils was cut, the patient did not stop bleeding while cutting the adenoids, the device was blocked several times and the patient did not stop bleeding. A backup device was available to complete the procedure. There was no adverse reaction after the surgery. The patient was discharged from hospital one day after the surgery.

Event description:
It was reported that during surgery, a delay of more than 30 minutes was caused due to the cutter head could not effectively cut and ablate normally. The blockage of the cutter head was serious and the equipment was checked, no abnormality was found. After the tonsils was cut, the patient did not stop bleeding while cutting the adenoids, the device was blocked several times and the patient did not stop bleeding. A backup device was available to complete the procedure.